Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had seen a manufacturer representative who helped them reprogram their settings which resolved their issue. They said they just had their device turned up too high. No further issues were noted or anticipated.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). It was reported that the patient didn¿t feel any stimulation after they implanted the trial lead. The patient reported that they hadn¿t gotten pain relief and that they were hurting really bad. The patient reported that they turned their stimulation up to 500 and then 700 and didn¿t feel any stimulation. The patient mentioned that they changed the batteries in the patient programmer, but this didn¿t resolve the issue. The patient reported that when they sneezed, they felt shocking and tingling down their back to their legs. The patient noted that it happened when they coughed and that the ens was on program b. The patient reported that they didn¿t feel stimulation at all on program c, including when the stimulation was all the way up and when they sneezed/coughed. The patient changed to program a and turned up the stimulation and was able to feel stimulation in their legs. No further complications are anticipated.